Event description:
Information received from the field does not address the patient's clinical status but notes that initial interro- gation showed measured data of 2.47v, 19ua, 10 kohms and a pacing rate of 70 ppm. When testing the patient's intrinsic rate and after programming, telemetry was interrupted. The device could not be interrogated. Device replacement was scheduled.